Event description:
It was reported that impacted products were seized by authorities as part of a raid action in pakistan against (B)(6). It was reported from the analysis of a photo that the product was a confirmed counterfeit. No patient is involved. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/11/2026. H6 component code: g07002 - confirmed counterfeit. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: how was the product purchased? These were seized by local authorities/police in pakistan based on a criminal complaint submitted against seller of counterfeit hernia products. Is there an indication of how the product was distributed? Is there any indication of the source? No. Based on the packaging, is there any indication of which market the original genuine product may have come from? No. Was the device used on a patient? If so, was there any patient consequence? These were not used on patients. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Follow ups to be conducted through (B)(6) as we are receiving the feedback from local police. H3 photo analysis: during the visual analysis, the following was observed: the photos show a sales unit box with product name prolene mesh 15x15cm, lot #fwh812. As the device was not returned, an analysis investigation could not be performed. The package has multiple discrepancies in the information that do not match the original packaging for ethicon sutures. Discrepancy found in product: the batch number fwh812, which appears in the samples has never been printed or scheduled in our systems. The barcode content is also not correct - scanned by (B)(6) and read (B)(6). The expiration format is not correct UDI with dd. Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. As part of post-market surveillance, additional monitoring of claims information will be conducted to detect potential safety signals. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.